Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that error code e333 occurred because the insertion of the cable which was connected to the front panel became loose. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed; the e333 error was due to a loose cable. The additional evaluation findings were as follows: the front panel was broken and the cover of the scope socket was missing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a problem (e333 error) when turning on the video processor. The issue was found during preparation for a therapeutic laparoscopy procedure. There were no reports of patient harm.